Manufacturer narrative:
Failure event observed during analysis showed a visual inspection of lead ports found medical adhesive (silicone) had migrated into both lead ports, resulting in the lead ports being obstructed.

Event description:
This report is to advise of an event observed during analysis.